Event description:
It was reported that the c-arm was moving on its own. No injury reported. A field engineer was dispatched to the site and determined the rotation switch on the back of the detector needed to be replaced. Once this was completed the system was working as intended.